Event description:
The hcp reported pump was at eol and during replacement, the catheter port broke away when the catheter was removed. MFR's rep reported a faulty synchromed pump. Limit info available. A follow up report will be sent when add'l info is received.